Event description:
It was learned that the device was explanted after an implant duration of approximately 107.4 months, due to severe prosthetic valve aortic stenosis and insufficiency.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was initially learned through implant patient registry. Through follow-up with the health-care provider we were able to receive a copy of the operative report. Another attempt to obtain the device was made via phone call to the pathology department. However, it was learned that the device has been discarded. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.